Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to pain and instability. The surgeon noted both the tibial tray and femoral component were externally rotated, both components were revised. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2015; dor: (B)(6) 2016; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.